Event description:
It was initially reported by the tc that the patient had reported about a grand mal seizure recently which lasted for 45 minutes. Patient has been seizure free for 2 years. Patient's recent diagnostics results showed dcdc of 2 on sm. However, diagnostics done in (B) (6) 2009 showed dcdc code of 0 and diagnostics done in (B) (6) 2007 showed dcdc of 1. Dcdc code increased to 2 in (B) (6) 2008 and then dropped to 0 in (B) (6) 2008. There has been a continuous fluctuation of dcdc code on system mode. However, patient has not showed any symptoms other than the recent seizure activity. Tc indicated that the site did not report any patient manipulation or trauma. A short circuit condition is suspected in the lead which lead to the seizure activity.

Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.